Manufacturer narrative:
Investigation conclusion customer's observation was not replicated in-house with retention devices. Retention products were tested with hcg 20 miu/ml cutoff urine control and 10 miu/ml cutoff hcg serum controls, all results were hcg positive at read time and met qc specification. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Report received of false negative hcg on sure-vue serum/urine. Reportedly confirmatory blood test indicated patient was positive. No patient information available. Customer stated test was performed on sure-vue pregnancy test and result was negative at the read time. Customer went back a few minutes later and noticed there was a line indicating a positive result. The physician ordered a confirmatory blood test which provided a positive result. No reported adverse patient sequela.